Manufacturer narrative:
This report is submitted on august 3, 2018. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery to replace the abutment, under general anesthetic (date not reported).

Manufacturer narrative:
Correction: there was no revision surgery as previously reported, the abutment screw broke and the replacement abutment was placed during the same surgery. This report is filed on november 21, 2018.